Manufacturer narrative:
Visual inspection of the nexgen articular surface confirmed the presence of a plastic burr on the device, there were also three areas that were compressed on the bottom of the articular surface. The device was found to be within specification where measured as documented on the attached print. The device history records for the related implant were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search was completed for the related product's part and lot number combination and found no similar complaints. As this issue was found directly out of the box this was likely a manufacturing defect that was not seen during inspection. Operator awareness training was completed with the operators who produced the lot of articular surfaces.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface was noticed to have a plastic burr on it before implantation.